Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case does not clip securely and slides off. Subsequently, the pump case fell, causing infusion sets to be pulled out. Blood glucose was not impacted. The customer loaded new supplies and resumed insulin delivery.